Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix 1500 ml dual-chamber eva bags had issues of failed or bad clamps. It was further reported that shards of plastic were breaking off when closing the clamps. This was identified during preparation of the bags, during the process of clamping the tubing after the bags were mixed. There was no patient involvement. No additional information is available.